Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. No sticky button or button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump are sticking and not working. It was also reported that the customer received a button error alarm. Customer's blood glucose level at that time 85 mg/dl. Advised insulin pump would be replaced. No additional information was provided.